Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 64 mg/dl. Reportedly, the user had a snack prior to going to sleep. The user addressed bg level with a glucose injection and food.